Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a 3mm x 10cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inflated at the proximal anterior tibial artery; however, it ruptured at 8 atm (eight atmospheres) during its initial inflation. Therefore, it was replaced with another saber balloon catheter (different lot number) and the procedure completed. The target lesions were below-the-knee and the left anterior tibial artery which had middle stenosis. The lesion was a chronic total occlusion (cto) case with severe calcification. There was no reported patient injury. A contralateral approach was made. A 2mm non-cordis balloon catheter was inflated. There were no difficulty noted in the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter has never been in an acute bend. The product was removed intact (in one piece) from the patient. No other information was provided. The product was returned for analysis. A non-sterile saberx 3mm x 10cm 155cm balloon catheter was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received without having been inflated. The unit was thoroughly inspected, and no damages or anomalies were observed. Per functional analysis the inflator/deflator device was attached to the inflation port. However, the balloon did not inflate as expected due to a leakage observed on it. Per sem analysis the balloon leakage was caused by a rupture on the balloon surface. The inner surface revealed no anomalies adjacent to the balloon rupture. The outer surface revealed evidence of scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface likely led to the rupture condition found. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82211339 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (chronic total occlusion (cto) with severe calcification) may have contributed to the event as evidenced by abrasions noted on the outer surface during sem analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information to include from facility name: phone number: (B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 3mm x 10cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inflated at the proximal anterior tibial artery, however, it ruptured at 8 atmospheres (atm) during its initial inflation. Therefore, it was replaced with another saber balloon catheter (different lot number) and the procedure completed. There was no reported patient injury. The target lesions were below-the-knee and the left anterior tibial artery which had middle stenosis. The lesion was a chronic total occlusion (cto) case with severe calcification. A contralateral approach was made. A 2mm non-cordis balloon catheter was inflated. There were no difficulty noted in the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. The device is available for analysis. No other information was provided.